Event description:
It was reported that the area to be scanned was the l-spine and was likely related to the device, however full details were not known. It was further reported that the patient had bloody discharge coming from the trial lead insertion site. It was noted that the trial had started (B)(6) 2014. It was further noted that a manufacturer representative had spoken with the patient on (B)(6) 2014 and everything was going fine and there were no issues with drainage. It was later reported that the patient was in the hospital on (B)(6) 2014 and the cause of the discharge was unknown. However the patient¿s health care provider (hcp) stated that the patient had several health issues that could be the cause. The trial leads were removed on (B)(6) 2014 and the trial was discontinued. It was not known how the patient was doing at the time of their report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).